Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 79 (non-recoverable system error). The alarm continued to display after several power downs, tank harness repair.

Event description:
It was reported that the arctic sun device gave alarm 79(non-recoverable system error). The alarm continued to display after several power downs, tank harness repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-00469. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.